Event description:
It was reported that the shaft of the small pointer was broken in half during testing at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event that the s was broken off was confirmed through the visual inspection. It is possible rough or improper handling led to the broken tip. The device was discarded by the manufacturer following evaluation. It was reported in error that the event occurred at the manufacturing facility, it was reported to have occurred during sterile processing at the user facility.

Event description:
It was reported that the shaft of the small pointer was broken in half during sterile processing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.